Event description:
It was reported when using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that samples were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was evaluated and shows unused tubes in bags and in shelf pack trays. The photo does not show the customer¿s failure mode. Additionally, 90 retention samples from bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was evaluated and shows unused tubes in bags and in shelf pack trays. The photo does not show the customer¿s failure mode. Additionally, 90 retention samples from bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that samples were underfilled. There was no health impact or consequences reported.